Manufacturer narrative:
Device kept by hospital's pathology dept.

Event description:
Revision surgery - the patient's hip dislocated anteriorly due to a fall. The surgeon removed the femoral head and replaced it with a 36 x +4mm and reduced the hip very well.

Manufacturer narrative:
The reason for this revision surgery was to exchange the hip prosthesis after 4.25 months of patient use; due to an anterior hip dislocation. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. It was reported that the pathology department kept the implant; it was not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this lot number. The root cause of the anterior hip dislocation was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.